Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Hub at male end of adaptor is cracking over time and blood is seeping through extension set

Manufacturer narrative:
(B)(4).